Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations with the caller. The consultant stated the lower rate limit (lrl) could be decreased as well as the device outputs to preserve longevity. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
--

Manufacturer narrative:
(B)(4). The devcie was subsequently explanted for normal battery depletion three years after the initial observations were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that four months ago this pacemaker was exhibiting five years remaining longevity. Most recently, only 3.5 years of remaining longevity was displayed. The caller was inquiring why this occurred and what could be done to maximize the remaining longevity.